Event description:
Caller reports the pt tested 3.7 inr on the coaguchek xs system and 2.8 inr on a comparison lab. Caller reports medications were not adjusted. No adverse event reported. Requested return of suspect system and replacement sent.